Event description:
Reporter called to submit her complaints about her knee replacement devices. Reporter stated she had her knee replacements surgery in (B)(6) 2024 on both knees. She said from the very beginning she started having issues about the implants. She said she told the doctor she is having infection and ask him to prescribe antibiotic. She said the doctor did not believe she has infection and did not give her antibiotic for about 40 days. She said 42 days later, her knee was bleeding and her knee cracked. At that point, they realized she had infection, and he prescribed antibiotic. She said the doctor told her one year later that she may be allergic to the implants content, which is nickel. She said the doctor did the allergy test and sure enough she was allergic to nickel. She was so upset why the doctor did not do the allergy test before the surgery. She also said the implant that was used for her knees have been recalled. She said the doctor was aware that the implants have been recalled. She said because of the foreign device reactions, she has hair loss, loss of range of motion, knee swelling, night sweat, scar tissue formation. She said she fell two times. Pt codes: 1877, 2452, 4577, 2032, 1868, 1930. Device code: 1420. Ref report: mw5182772.